Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00821; 520-01-246, (B)(4)- revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient had a rotator cuff injury and needed to be converted to reverse shoulder.